Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 20-40 mg/dl. Reportedly, customer delivered an accidental bolus, which subsequently decreased their bg level. The customer attempted to self treat and consumed carbohydrates. Reportedly the customer experienced a hypoglycemic seizure. Customer was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage. Tandem technical support educated customer on adding a security pin on pump. To prevent accidental button presses.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.